Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during deployment of a 5f mynxgrip vascular closure device (vcd) there was no white tamper tube present to advance the sealant, and there was significant resistance when shuttling down. There was no reported patient injury. The vcd was used in a gastrointestinal bleeding procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression. The user shuttled down completed. No unusual force was applied when retracting the sheath. The vcd was used with a 5f 10 cm non-cordis sheath. The device is not being returned for evaluation.

Manufacturer narrative:
As reported, during deployment of a 5f mynxgrip vascular closure device (vcd) there was no white tamper tube present to advance the sealant, and there was significant resistance when shuttling down. There was no reported patient injury. The vcd was used in a gastrointestinal bleeding procedure using a retrograde approach. The deployer was certified in the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd or calcium in the vicinity of the puncture site. Hemostasis was achieved by manual compression. The user shuttled down completed. No unusual force was applied when retracting the sheath. The vcd was used with a 5f 10 cm non-cordis sheath. The product was not returned for analysis. A product history record (phr) review of lot f2301002 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ shuttle advancement issue¿ and ¿ missing advancer tube¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.